Manufacturer narrative:
The devices were not returned to edwards for evaluation. Therefore, visual, functional, and dimensional analysis could not be performed. A device history record (DHR) review did not reveal any manufacturing nonconformance that would have contributed to this complaint event. Review of lot history revealed no other similar complaints. A complaint history review on confirmed device complaints (returned and no product returned) from july 2020 to june 2021 for the esheath introducer set (all models and sizes) revealed other similar complaints. However, no edwards defect was identified. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. Per the procedural training manual, vessel dilation: if necessary, appropriately dilate the vessel by inserting the dilator past the aortic bifurcation. If the same dilator is used for vessel dilation and sheath insertion, check to ensure dilator has not been damaged before inserting into sheath. Sheath insertion: the proximal tapered end of the sheath is larger in diameter. Hydrate sheath but do not wipe off hydrophilic coating. Insert the sheath with the edwards logo facing upward so the seam remains down to ensure proper sheath performance. Insert slowly with continuous motion to minimize friction. Ensure fully expandable portion remains completely within the vessel for proper hemostasis. Note: do not use if the sheath is damaged (i.e. Kinked or stretched). Additional considerations: always observe fluoroscopy during insertion. Proper screening is critical to reducing vascular complications. Push force can vary due to angle of access and insertion, vessel diameter, tortuosity, and degree of calcification. Do not force sheath. Ensure adequate vessel access. Do not use with tortuous or calcified vessels that would prevent safe entry of the introducer sheath. No IFU/training deficiencies were identified. During manufacturing, the esheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints were confirmed. However, due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing nonconformance was unable to be determined. However, reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing nonconformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormities during device unpacking or preparation were noted. Per the report, there was difficulty inserting the sheath in the patient. The tip of the esheath was split due to heavy calcification. The IFU instruction states: push force can vary due to angle of access and insertion, vessel diameter, tortuosity, and degree of calcification. Per the complaint description and additional information, there was calcification present within the access vessels. It is likely that the sheath may have encountered the calcification present upon insertion of the sheath. Additionally, as there was sheath insertion difficulty, any potential excessive device manipulation to overcome the difficulty can further damage the distal tip. Available information suggests that patient factors (calcification) and procedural factors (excessive device manipulation) likely contributed to the complaint event. The complaint for difficult to introduce sheath was confirmed. No manufacturing nonconformances that would have contributed to the reported event were identified. Available information suggests that patient factors (calcification) likely contributed to the complaint event. The complaint for difficult to introduce sheath was confirmed. No manufacturing nonconformances that would have contributed to the reported event were identified. Available information suggests that patient factors (calcification) and procedural factors (excessive device manipulation) likely contributed to the complaint event. No labeling/IFU deficiencies were identified. Therefore, no corrective and preventative action (CAPA), nor product risk assessment (pra) is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in lebanon, during implant of a 23mm sapien 3 valve using transfemoral approach, there was difficulty inserting the sheath into the patient and the tip of esheath was split due to heavy calcification. A new sheath was used and the valve was implanted without issue. There was no injury to the patient reported. The patient was doing well after the procedure. The vessel was not predilated.